Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 232, 493, 228 mg/dl. Tests were done within 10 minutes with a difference of 49%. Patient did not information has been reported.